Event description:
A customer reported obtaining unexpected negative reactivity on echo m00889 with capture-r ready-screen (3), lot r287, for a sample with a history of having anti-jka and anti-fya.

Manufacturer narrative:
The customer cleaned the wash manifold and repeated testing. Negative results were obtained. Testing was performed using a different lot of crrs(3) test wells and the fya cell resulted as positive. Negative results were obtained with the jka cell. No additional sample is available for investigation. The immucor product investigation lab confirmed the presence of the fya and jka antigens on retention capture-r ready-screen (3) test wells. Controls performed as expected and all reagent cells tested exhibited the expected reactivity. Retention performed as expected. A product deficiency was not identified.